Event description:
The patient was in the cath lab for a biventricular implantable cardioverter defibrillator implantation. Worley sheath used to advance the lead. When removing the worley, the ring on the end of sheath detached and remained. The tip remained around the lead and did not appear to be moving. Tip was embedded and remained in the patient.

Event description:
The patient was in the cath lab for a biventricular implantable cardioverter defibrillator implantation. Worley sheath used to advance the lead. When removing the worley, the ring on the end of sheath detached and remained. The tip remained around the lead and did not appear to be moving. Tip was embedded and remained in the patient.